Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 2119 ohms on this right atrial (ra) channel. These high measurements were noted in july, and the patient was to be seen in clinic now. The ra lead currently remains in service. No adverse patient effects were reported.